Event description:
The customer reported that when the nurse went to connect an infusion to the peripheral cannula to which the 20019e7d product was attached, they noticed that one of the two smartsites on the extension set was disconnected. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B)(4). The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is indicated: "other#". The 510k number provided is for the domestic similar product. The customer's experience was confirmed. A sliced tube was observed at approx 10mm downstream of one of the two smartsite components; however, no mfg defect could be identified that could have contributed to this failure mode and a definitive root cause could not be established. Conclusion: no available code for undetermined or unk cause.